Event description:
The asd measured about 6mm at static measurement under ice imaging. No balloon sizing was performed. 9mm was implanted and procedure was complete. Later that day, echo/cxr showed the device was embolized to the descending aorta. Patient was taken back to the lab and the device was removed successfully and gore septal occluder was implanted under ice. Balloon sizing was used for the implantation of the gore device and the patient went home and is doing well. Dr. (B)(6) said, the occlutech device was undersized and reason for embolization.

Manufacturer narrative:
Not all patient information is available. It was stated by the attending physician: the selected device size was too small. That caused the device dislocation / embolization. During the first procedure the defect size was measured under ice only. No defect sizing by means of a sizing balloon was done by the user. During the second procedure the defect was measured with a sizing balloon which revealed a larger size as measured before during the first procedure by means of ice. Manufacturer conclusion: measurment under ice sometimes can cause underestimatation of the defect size. Therefore, it is necessary to also measure and confirm the defect size by means of sizing balloon. The event was caused by a user error. Problems traced to the user not following the manufacturer's instructions.